Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead oversensing was noted on merlin.net transmission. The oversensing could not be reproduced. The patient had a history of being device dependent and the interrogation in the emergency room noted that the patient had low rhythm. The lead was capped and replaced on (B)(6) 2018. The patient was asymptomatic before, during, and after the procedure.